Event description:
The pt received an scs system including an ipg on (B)(6) 2009. It was reported that the pt observed the low battery message on the programmer. The message, which is believed to be indicative of battery passivation was successfully cleared. The pt is working closely with his pain physician to determine if surgical intervention will be required to replace the ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.